Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface and stop switch assembly were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system's remote user interface failed to operate. No report pt injury.